Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure. It was reported the device had been in place from approximately five months. According to the complainant, when the physician attempted to remove the placed device the internal bolster tore. The internal bolster did not detach from the shaft therefore nothing fell inside the patient. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device revealed feeding and medication ports to be open. The c-clamp was found to be closed. The external bolster located at approximately the 12cm mark and was without issue. Entire device was discolored with yellowish stain from unknown substance. The internal bolster was found to be partially separated from the device. The bolster was torn completely on one side and also nearly through the tip starting at the obturator pocket. The distal end of the tubing presented no tearing. Remnants of the internal bolster remained attached the outer diameter of the tubing. The inner diameter of the bolster was jagged and torn. The returned unit was consistent with the complaint incident that the internal bolster tore. The bolster failure appeared to have occurred while undergoing tensile force. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) for lots 14437722 was performed and revealed no issues related to the reported complaint.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure. It was reported the device had been in place from approximately five months. According to the complainant, when the physician attempted to remove the placed device the internal bolster tore. The internal bolster did not detach from the shaft therefore nothing fell inside the patient. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.